Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The complaint describes that the patients lip was burned with the item 8606f. It was reported that there was a cut in the shaft of the insulated hand piece. Spike from the exposed metal burned the patient's lip. In this complaint harm to the patient, surgeon or third party occurred. In conclusion, the complaint is considered as reportable. Device was not returned to manufacturer.

Event description:
It was reported that there was a cut in the shaft of the insulated hand piece. Spike from the exposed metal burned the patient's lip.